Event description:
It was reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos, rtos, and the cpu were replaced during the service call. The system was tested and found to be working as intended and put back into service.